Event description:
Patient had placement of tension free support system and pelvic floor repair system approximately 4 years ago for stress urinary incontinence with intrinsic sphincter deficiency. Patient experienced pelvic discomfort following procedure and continued mesh exposure with dyspareunia. Patient also experienced frequency, urgency and occasional leakage with strong urge or stress like activities. Recent exam revealed anterior and posterior mesh palpable below epithelial surface, apical and anterior mesh exposure and pain to palpation along mesh surface. Patient returned to or for removal of anterior and posterior prolift and tvt sling.